Event description:
Pt experienced a corneal abscess of the left eye. She was 3 months pregnant. It was reported that the infection was severe resulting in a corneal scar and decreased visual acuity. The lens case was washed with tap water. Culture of the lens case was positive for serratia marcescens. However, the doctor did not fell this was the cause of the abscess. The corneal sampling and solution cultures were negative.

Manufacturer narrative:
The device was not returned for evaluation. The lot device history records were reviewed and show that all requirements were met. It was reported that the lens case was washed with tap water. Based on all info, no causal factors can be determined and no conclusion can be drawn.